Event description:
Reporter tested, back-to-back, receiving 53 and 153 mg/dl respectively; a 65% difference. Reporter used same sample/teststrip for both tests. Reviewed technique and product handling with reporter.